Manufacturer narrative:
The physician was attempting to use one amphirion deep to treat a lesion stenosis in the iliac artery. The lesion was very tight and very calcified. It was reported that during balloon inflation close to the rated burst pressure, there was a circumferential/radial balloon burst and that the balloon broke into two pieces. The loose piece of the device was lodged in the introducer sheath and so the physician was able to remove the broken balloon with the sheath. No patient injury was reported. As the lesion was not successfully treated during this procedure, it was decided that the patient would undergo an additional surgical procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one amphiprion deep to treat a lesion in an unknown vessel. It was reported that during balloon inflation there was a circumferential/radial balloon burst.